Event description:
The returned device was so badly damaged it was not possible to determine a definitive cause for this reported event. No other complaints have been received for this batch of devices. The fractures noted during eval of the returned sample would have been caused during removal of the stent.

Event description:
Stent was placed in 1999. The pt was comfortable until october, when she began to cough up parts of the stent. A video was taken of the stent in situ. On inspection of the debris coughed up by the pt, it was confirmed as parts of the nitinol stent. A second stent was placed after remaining first stent was removed. The pt's condition was reported as satisfactory. The product is being returned for eval.